Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. Testing of the returned pace/defib engine assembly did not duplicate the customer's report. The customer confirmed that by replacing the pace/defib engine assembly, the device is now back in service. The board was scrapped and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.